Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 07/10/2014.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no receiver display, except backlight. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.